Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation at 0.6v on program 4 all weekend, and they turned stimulation up to 0.8v but it hurt so they turned it back down. The patient also stated they did not sleep very well because they were waking up to go to the bathroom and the nerves in their legs were jumping. The caller stated they didn't feel like it was stimulating in the same area, and they had a return of symptoms since (B)(6) 2019. The caller was wondering if the leads might have moved possibly from pulling themselves up from out of the bed. The patient noted they spoke to the nurse who told them to call in. The patient was walked through changing to program 1 at 1.2v where they confirmed they were feeling stimulation strong and comfortable in the bike seat area. The patient was advised to follow up with their healthcare provider to discuss their symptoms and check the lead location. The patient noted an appointment a week from tomorrow. The patient also noted they were bleeding at the incision site since the day after implant. No further complications were reported.